Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead exhibited noise oversensing which resulted in inappropriate ventricular tracking. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.